Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that, during implant procedure, this inflatable penile prosthesis (ipp) was difficult to inflate to ideal rigidity after full implantation. Intraoperative testing with the pump external showed normal inflation. Once connected to the reservoir and fully internal, the implant required approximately 50 pumps to reach optimal rigidity and a small amount of air was observed in the device. The pressure relief valve was ruled out. The device remains implanted. Further discussion with the physician is planned to explore whether a larger dilation could help improve inflation. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to inflate to ideal rigidity after full implantation. Intraoperative testing with the pump external showed normal inflation. Once connected to the reservoir and fully internal, the implant required approximately 50 pumps to reach optimal rigidity and a small amount of air was observed in the device. The pressure relief valve was ruled out. The device remains implanted. Further discussion with the physician is planned to explore whether a larger dilation could help improve inflation. There were no patient complications reported.

Manufacturer narrative:
Correction to field b1: adverse event/product problem. Correction to field b2: outcomes attrib to adv event. Correction to field h1: type of reportable event.

Event description:
It was reported that, during implant procedure, this inflatable penile prosthesis (ipp) was difficult to inflate to ideal rigidity after full implantation. Intraoperative testing with the pump external showed normal inflation. Once connected to the reservoir and fully internal, the implant required approximately 50 pumps to reach optimal rigidity and a small amount of air was observed in the device. The pressure relief valve was ruled out. The device remains implanted. Further discussion with the physician is planned to explore whether a larger dilation could help improve inflation. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #

Event description:
It was reported that, during implant procedure, this inflatable penile prosthesis (ipp) was difficult to inflate to ideal rigidity after full implantation. Intraoperative testing with the pump external showed normal inflation. Once connected to the reservoir and fully internal, the implant required approximately 50 pumps to reach optimal rigidity and a small amount of air was observed in the device. The pressure relief valve was ruled out. The device remains implanted. Further discussion with the physician is planned to explore whether a larger dilation could help improve inflation. There were no patient complications reported.